Event description:
The lead was explanted due to capture and sensing anomalies.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead of 50cm in length was returned for analysis. Visual inspection found insulation abrasion from inside out between 7.5cm and 10.5cm from helix tip. Multiple insulation abrasions were also found underneath the rv coil. No abrasions on the etfe cables were noted. The electrical characteristics of the lead were found to be normal.